Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive results while using architect total b-hcg reagents. The following data was provided. Specimen 1 and 2 were from the same patient. Specimen 1 initial 2543.34 miu/ml (positive), repeat less than 1.2 miu/ml (negative). Specimen 2 (new draw) initial less than 1.2 miu/ml (negative). A highly positive specimen from a different patient was tested before specimen 1 was initially tested (18308 miu/ml). No impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.